Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the past 3-4 months they had been getting a lot of error messages on their handset. The patient stated that they had gotten error messages including 353 (exit application), 0x507578a5, and 338 (connection interrupted). The patient also mentioned that it took about 5 minutes to get a bolus with the new handset. The patient also stated that since yesterday they had not been able to connect to the pump. The agent had the patient try to connect to the ptm (personal therapy manager), but they were getting no device found. The agent had the patient restart the handset and reset the communicator but that did not resolve the issue. The patient stated they were allowed 9 boluses per day, but they didn't always get them in by midnight. A replacement communicator and handset were requested from the repair department because of the poor communication and error codes. No indication of patient harm.

Manufacturer narrative:
H3. Analysis of the handset device found no anomalies were visually observed. The device was found that it won't do telemetry and unable to connect to test communicator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.